Manufacturer narrative:
The patient¿s weight was requested but was not provided. Approximate age of device ¿ 5 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a driveline disconnect alarm occurred. The submitted log file was reviewed by the manufacturer¿s technical services a pump stop was observed and was caused by the driveline being disconnected. It was confirmed that the staff nurse had accidentally disconnected the driveline and immediately reconnected it. The patient was asymptomatic during the event.

Manufacturer narrative:
The device remains in use. The evaluation of a pump stoppage event was confirmed through the evaluation of the submitted log file that was provided by the center. On (B)(6) 2018, a transient pump stoppage event was captured with "driveline disconnect" alarm active. The event lasted for less than a minute. The pump resumed operating at the set speed after reconnection of the percutaneous lead (driveline). There were no other unusual events noted in the event history and the pump appeared to be working as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.